Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during implant, the right ventricular lead exhibited loss of capture. A second threshold test was attempted, loss sensing and capture was noted. The lead was explanted and replaced.